Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not conclusively be established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until ultimately expiring on (B)(6) 2023 as reported under MFR #: 2916596-2023-02269. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) (rev. A) is currently available. This document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient experienced both ventricular tachycardia and ventricular fibrillation. The arrhythmias did not result in clinical compromise and were not though to be device or therapy related. The patient had a history of ventricular arrhythmia prior to their device implant. The arrhythmias resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for sustained ventricular arrhythmia on (B)(6) 2023. The patient required defibrillation. The patient was discharged on (B)(6) 2023.